Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with extraperitoneal vaginal vault suspension and a&p repair due to vaginal vault prolapse after hysterectomy and sui.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/07/2016.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems. No new/additional information was included.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent partial removal of vaginal mesh on (B)(6) 2013 due to urgency, frequency, nocturia, pelvic pain and uui and removal of right vaginal mesh on (B)(6) 2014. (B)(4).